Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary the complaint device was received and evaluated. Upon evaluation of the device, it can be noticed that the handle is loosed with no tension is present and the two implants are present. The complaint is confirmed. The probable root cause for the reported event could be attributed to due to the opening of the device being in contact with a hard surface while firing the implant during the procedure. A non-conformance search was performed and no non-conformances were identified for this part number 228151 with lot number 4l01915 combination per qlik search performed on (B)(6)2019. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the surgeon was about to shoot the truespan peek 12 degree, but the red handle clicked loudly and lost its tension. No implants were placed. The surgeon solved it with another product. The surgeon has had no problems before. Additional information provided by the affiliate reported that the alleged malfunction occurred during a procedure. It was also reported that the breakage did not cause a surgical delay. Additionally it was reported, no anatomic features are thought to contribute to the breakage. There is no known user or patient impact.